Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient drove to the hospital in the middle of the night because he noticed his pump power increased to over 20 watts. It was noted that he was having continuous pi events and was given IV fluids. Log files will be sent to the manufacturer for review. Additional information was received by the manufacturer that the lvad pump was explanted on (B)(6) 2012 with no plans to reimplant as the patient seems to have enough cardiac function to not need another lvad pump. Upon explant, a visible old clot was seen in the outflow and inflow cannula.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.